Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Patient reports rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified a deformation and creases. Clouds were observed in the gel after the autoclave disinfection process. A weight test of the device was performed which verified the weight of the device was within the specification. Creases and folding of the implant condition that was indicated in the complaint was observed, nevertheless it is considered unrelated to the manufacturing process, since the device was received out of its primary packaging as it is an explanted device. Based on the device analysis, the final assessment is creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional additionally reported "implant was folded over because of the capsular contracture." Device has been explanted.